Manufacturer narrative:
One cadd solis pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of cassette not attached alarm was not verified. The event log shows cassette not attached properly alarms in the log on (B)(6) 2018. Service will replace the downstream occlusion sensor due to fluid ingression and a bubble found in the sensor. Use testing was performed. The problem source is the faulty downstream occlusion sensor.

Event description:
Information was received that the cadd solis vip pump had cassette not attached alarm. No reported adverse effects.

Event description:
Additional information received: occurred during testing and no patient involvement.